Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the inferior vena cava (ivc) filter to perforate the wall of the inferior vena cava. The ivc filter is fractured with struts in the right lateral aspect 4-5 mm beyond the margin of the ivc, a right anterior fractured strut extends 3 mm distally from the ivc and the filter is tilted. The indication for the filter implant has not been provided and there is currently no additional information available for review.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt and perforation could not be confirmed or clarified, nor a cause be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. The ivc filter is fractured with struts in the right lateral aspect 4-5 mm beyond the margin of the ivc. A right anterior fractured strut extends 3 mm distally from the ivc. The filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes recent meningioma resection with right mca cva resulting in left-sided hemiplegia. U/s of the lower extremities revealed deep venous thrombosis. A venacavogram was performed to locate the renal arteries, and the trapease was deployed just below the level of the renal arteries at the l1-l2 level. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the filter perforate the wall of the ivc. The ivc filter is fractured with struts in the right lateral aspect 4-5 mm beyond the margin of the ivc. A right anterior fractured strut extends 3 mm distally from the ivc. The filter is tilted. Approximately fourteen years post implant, a CT scan reported the filter apex at the inferior margin of the lowest renal vein, subtly tilted with the long axis relatively well oriented. There appears to be fractured struts in the right lateral aspect probably extending 4-5 millimeters beyond the margin of the ivc. The right anterior strut also extends partially 3 mm distally with a potential fracture present inferiorly. Other incidental findings reported included hepatic steatosis and a fluid density cyst within the right kidney. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilting and fracture of the ivc filter, with fractured filter struts retained in the right lateral aspect extending 4-5 millimeters beyond the margin of the ivc, and a right anterior strut extending partially 3 mm distally from the ivc. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt and perforation could not be confirmed or clarified, nor a cause be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. The ivc filter is fractured with struts in the right lateral aspect 4-5 mm beyond the margin of the ivc. A right anterior fractured strut extends 3 mm distally from the ivc. The filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient had a history of meningioma resection and left-sided hemiplegia due to a right middle cerebral artery (mca) infarct. Ultrasound of the lower extremities demonstrated deep venous thrombosis. The patient was referred to interventional radiology for filter placement due to the patient's history of recent surgery and intracranial hemorrhage. Using a right groin approach, a single wall needle was advanced into the common femoral vein. A wire was advanced through the needle. The needle was retracted, and a sheath was advanced into the inferior vena cava (ivc). The tip was advanced to the level of the distal inferior vena cava, a venacavogram was performed to demonstrate the renal arteries. Subsequently the inner cannula was removed, and a trapease permanent filter was advanced into the ivc with the tip just below the level of the renal arteries at the l1-l2 level. The patient tolerated the procedure well without any immediate post ivc complication. Approximately fourteen years after the filter was implanted, the patient underwent a computed tomography (CT) scan for filter evaluation. The CT scan findings reported an ¿optease¿ type ivc filter with the apex at the inferior margin of the lowest renal vein, which appears only subtly tilted with the long axis relatively well oriented. There appears to be fractured struts in the right lateral aspect probably extending 4-5 millimeters beyond the margin of the ivc. The right anterior strut also extends partially 3 mm distally with a potential fracture present inferiorly. Other incidental findings reported included hepatic steatosis and a fluid density cyst within the right kidney. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting and fracture of the ivc filter, with fractured filter struts retained in the right lateral aspect extending 4-5 millimeters beyond the margin of the ivc, and a right anterior strut extending partially 3 mm distally from the ivc. The patient further experienced anxiety related to the filter.